Event description:
It was reported that the patient started his trial on (B)(6)-2014 and at the time of the report was in the hospital for a urinary tract infection (uti). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).